Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the unknown component at the bone to cement interface. Depuy cement used. It was also reported that the reported products were explanted and replaced with antibiotic spacer due to infection. Tibial insert poly swap was done on (B)(6) 2018. Doi: (B)(6) 2018, (B)(6) 2018 (insert). Dor: (B)(6) 2020. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.